Manufacturer narrative:
H10: the response service engineer (rse) had three failed attempts to contact customer. We are unable to get any additional information on the device/event. The reported problem could not be confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened. H3 other text : see h10 text

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that patient monitor and central station are giving false patient vitals. It is unknown if the device was in use at time of event and no patient harm was reported.